Event description:
This report is being filed after subsequent review of the following journal article. Lopiz, y., phd, md, garcia-coiradas, j., md, garcia-fernandez, c., md, and marco, f., phd, md (2014). Proximal humerus nailing: a randomized clinical trial between curvilinear and straight nails. Journal of shoulder and elbow surgery, 23, 369-376. Between (B)(6) 2011 and (B)(6) 2012, the authors performed a prospective randomized clinical trial of 54 patients with proximal humerus fractures to compare clinical outcomes and complications of treatment with a straight intramedullary nail to a curvilinear nail design. Twenty eight patients (mean age 69 years, range 47-87 years) were treated with a straight synthes multiloc proximal humeral nail and 26 patients (mean age 71 years, range 38-89 years) with a curvilinear nail of a competitor. Two patients who received the synthes nail were excluded from the study. There were three cases of malunion (neck-shaft angle less than 120 degrees), nine patients experienced rotator cuff symptoms, and 16 patients experienced tenderness in the supraspinatus/greater tuberosity after treatment with the synthes multiloc proximal humeral nail. There were two cases of nail removal due to subacromial impingement (caused by inadequate positioning of the nail; the nail was higher than recommended). The authors concluded that straight intramedullary nails had a comparable union rate to the curvilinear design with a much lower incidence of complications. This is report 2 of 2 for complaint (B)(4). This report is for an unknown humeral nail. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for an unknown humeral nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.